Manufacturer narrative:
Date of birth requested but not provided.

Event description:
It was reported to gore a 30 mm gore® cardioform septal occluder was implanted on (B)(6) 2019 to close a patent foramen ovale in a patient with an indication of stroke. Two days after implant the patient suffered from fever and elevated infection parameters (c-reactive protein and white blood cells). It was reported the patient received heparin perioperatively and that the access site closure was carried out by z-suture. It was also reported that due to the lack of increased comorbidities no antibiotics were given through the index procedure. Transesophageal echocardiography was suspicious for a large endocarditis/ thrombus on the right disc. The device remains implanted.